Event description:
Acct. Reports that the rubber stopper on the set pushed in acct. States that two of the y-sites had inversions. States they access the y-sites with "bd" blunt cannulas and/or lever locks. States that occasionally they utilize the "twin pak" but does not think they would have used it on this pt. As this pt. Was receiving piggyback. No stopcocks were present in the IV line. No pt. Injury occurred, the set was changed which is considered a nursing intervention.